Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had an initial bilateral knee replacement on (B)(6) 2015. Approximately 1 year and 10 months after the initial the patient had their first left knee revision on 7 aug 2017 with a second optetrak polyethylene tibial insert (serial #:(B)(6)). Approximately 1 year and 8 months after the first revision the patient had a second left knee revision due to mechanical loosening and accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6: corrected health effect, component, and investigation clinical codes.